Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic, birth ¿ complication') and genital haemorrhage ('general abdominal bleeding') in a 33-year-old female patient who had essure (batch no. E01920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: essure confirmation test(s) conducted, specify: unknown. Concomitant products included ibuprofen and paracetamol (acetaminophen) for pelvic pain and abdominal pain as well as medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain ("physical pain/ pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety and mental anguish"), 5 years 9 months after insertion of essure. On (B)(6) 2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced urinary tract infection ("bladder/urinary problems: uti/ infection (bladder/ urinary tract/vaginal) type: urinary trac"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder/urinary problems bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary tract disorder"), cystitis ("bladder/urinary problems: bladder infection"), vaginal infection ("bladder/urinary problems: vaginal infection") and vaginal discharge ("bladder/urinary problems: vaginal discharge"). The patient was treated with nitrofurantoin monohydrate (nitrofurantoin monohydrate/macrocrystals) and sulfamethoxazole;trimethoprim. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2017, (B)(6) 2011. Received treatment for bladder/urinary problems there were two coils shown at the proximal tube. Essure placement in right fallopian tube. Finding: right essure device placed without difficulty. Left fallopian tube spasm preventing placement of essure device in left tubal ostia. Discrepancy noted in essure confirmation test(s) conducted-no but previously it was conducted and the result was essure device was successfully occluded. Received treatment for urinary tract infection, pelvic pain, abdominal pain, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Batch no : e01920 production date : 2015-06-03 expiration date : 2018-06-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic, birth ¿ complication') and genital haemorrhage ('general abdominal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: essure confirmation test(s) conducted, specify: unknown. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/ pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary tract disorder"), cystitis ("bladder/urinary problems: bladder infection"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("bladder/urinary problems: vaginal infection") and vaginal discharge ("bladder/urinary problems: vaginal discharge"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, bladder disorder, cystitis, ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2017, (B)(6) 2011. Received treatment for bladder/urinary problems . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. New events: abdominal pain, general abdominal bleeding, psych injury, ectopic, birth ¿complication, bladder/urinary problems bladder problems, urinary problems, bladder infections, uti,vaginal infections, vaginal discharge were added. Plaintiffs information and outcome for pregnancy added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('performed essure device on right cornua/perforation (other) please describe and state the location of the perforation: protruding into the cornua') and ectopic pregnancy with contraceptive device ('ectopic, birth ¿ complication/ectopic pregnancy approximately 2 x 3 cm located slightly anterior to the cervix') in a 33-year-old female patient who had essure (batch no. E01920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abdominal cramps, abdominal tenderness, increased blood pressure, nausea, vomiting, diarrhea, dysuria, urinary tract infection, hematuria, smoker and ligament injury. Essure confirmation test(s) conducted, specify: unknown. Concurrent conditions included cellulitis, gerd, cough, breast pain and dizziness. Concomitant products included ibuprofen and paracetamol (acetaminophen) since (B)(6) 2017 for pelvic pain and abdominal pain as well as aciclovir (acyclovir), medroxyprogesterone acetate (depo provera), metronidazole, mupirocin, nsaids since (B)(6) 2017, prednisone, sulfamethoxazole and triamcinolone acetonide. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain ("physical pain/ pelvic pain"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety and mental anguish"), 5 years 9 months after insertion of essure. On (B)(6) 2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced urinary tract infection ("bladder/urinary problems: uti/ infection (bladder/ urinary tract/vaginal) type: urinary trac"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abdominal bleeding"), bladder disorder ("bladder/urinary problems bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary tract disorder"), cystitis ("bladder/urinary problems: bladder infection"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge") and post procedural complication ("post procedural complication"). The patient was treated with nitrofurantoin monohydrate (nitrofurantoin monohydrate/macrocrystals), sulfamethoxazole;trimethoprim and surgery (laparoscopic bilateral salpingectomy and she had essure removed.). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, heavy menstrual bleeding, vaginal haemorrhage, depression, anxiety and post procedural complication outcome was unknown and the pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, heavy menstrual bleeding, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2017, (B)(6) 2011. Received treatment for bladder/urinary problems there were two coils shown at the proximal tube. Essure placement in right fallopian tube. Finding: right essure device placed without difficulty. Left fallopian tube spasm preventing placement of essure device in left tubal ostia. Discrepancy noted in essure confirmation test(s) conducted-no but previously it was conducted and the result was essure device was successfully occluded. Received treatment for urinary tract infection, pelvic pain, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Batch no : e01920, production date : 2015-06-03, and expiration date : 2018-06-28. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: ectopic pregnancy with essure micro-insert. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Reporter information , other relevant history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('performed essure device on right cornua/perforation (other) please describe and state the location of the perforation: protruding into the cornua') and ectopic pregnancy with contraceptive device ('ectopic, birth ¿ complication') in a 33-year-old female patient who had essure (batch no. E01920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abdominal cramps, abdominal tenderness, increased blood pressure, nausea, vomiting, diarrhea, dysuria, urinary tract infection, hematuria and smoker. Essure confirmation test(s) conducted, specify: unknown. Concurrent conditions included cellulitis, gerd, cough, breast pain and dizziness. Concomitant products included ibuprofen and paracetamol (acetaminophen) since (B)(6)2017 for pelvic pain and abdominal pain as well as aciclovir (acyclovir), medroxyprogesterone acetate (depo provera), metronidazole, mupirocin, nsaids since (B)(6) 2017, prednisone, sulfamethoxazole and triamcinolone acetonide. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain ("physical pain/ pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety and mental anguish"), 5 years 9 months after insertion of essure. On (B)(6) 2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced urinary tract infection ("bladder/urinary problems: uti/ infection (bladder/ urinary tract/vaginal) type: urinary trac"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abdominal bleeding"), bladder disorder ("bladder/urinary problems bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary tract disorder"), cystitis ("bladder/urinary problems: bladder infection"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge") and post procedural complication ("post procedural complication"). The patient was treated with nitrofurantoin monohydrate (nitrofurantoin monohydrate/macrocrystals), sulfamethoxazole;trimethoprim and surgery (laparoscopic bilateral salpingectomy and she had essure removed.). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, menorrhagia, vaginal haemorrhage, depression, anxiety and post procedural complication outcome was unknown and the pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2017, (B)(6) 2011. Received treatment for bladder/urinary problems. There were two coils shown at the proximal tube. Essure placement in right fallopian tube. Finding: right essure device placed without difficulty. Left fallopian tube spasm preventing placement of essure device in left tubal ostia. Discrepancy noted in essure confirmation test(s) conducted-no but previously it was conducted and the result was essure device was successfully occluded. Received treatment for urinary tract infection, pelvic pain, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Batch no : e01920. Production date : 2015-06-03. Expiration date : 2018-06-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: medical record was received. Medically confirmed case. Event added from medical record- fallopian tube perforation. Reporter information, medical history, concomitant drug, essure removal date were added. Fu 07, 08 and 09 was processed together. On 25-jun-2020: plaintiff fact sheet was received. Events outcomes were updated. Fu 07, 08 and 09 was processed together. On 3-jul-2020: no new information were added. Fu 07, 08 and 09 was processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('performed essure device on right cornua/perforation (other) please describe and state the location of the perforation: protruding into the cornua') and ectopic pregnancy with contraceptive device ('ectopic, birth complication') in a 33-year-old female patient who had essure (batch no. E01920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." The patient's medical history included abdominal cramps, abdominal tenderness, increased blood pressure, nausea, vomiting, diarrhea, dysuria, urinary tract infection, hematuria and smoker. Essure confirmation test(s) conducted, specify: unknown. Concurrent conditions included cellulitis, gerd, cough, breast pain and dizziness. Concomitant products included ibuprofen and paracetamol (acetaminophen) since (B)(6) 2017 for pelvic pain and abdominal pain as well as aciclovir (acyclovir), medroxyprogesterone acetate (depo provera), metronidazole, mupirocin, nsaids since (B)(6) 2017, prednisone, sulfamethoxazole and triamcinolone acetonide. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain ("physical pain/ pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety and mental anguish"), 5 years 9 months after insertion of essure. On (B)(6) 2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced urinary tract infection ("bladder/urinary problems: uti/ infection (bladder/ urinary tract/vaginal) type: urinary trac"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abdominal bleeding"), bladder disorder ("bladder/urinary problems bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary tract disorder"), cystitis ("bladder/urinary problems: bladder infection"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge") and post procedural complication ("post procedural complication"). The patient was treated with nitrofurantoin monohydrate (nitrofurantoin monohydrate/macrocrystals), sulfamethoxazole;trimethoprim and surgery (laparoscopic bilateral salpingectomy and she had essure removed.). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, menorrhagia, vaginal haemorrhage, depression, anxiety and post procedural complication outcome was unknown and the pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2017, (B)(6) 2011. Received treatment for bladder/urinary problems there were two coils shown at the proximal tube. Essure placement in right fallopian tube. Finding: right essure device placed without difficulty. Left fallopian tube spasm preventing placement of essure device in left tubal ostia. Discrepancy noted in essure confirmation test(s) conducted-no but previously it was conducted and the result was essure device was successfully occluded. Received treatment for urinary tract infection, pelvic pain, abdominal pain, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Batch no : e01920, production date : 2015-06-03, & expiration date : 2018-06-28 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of ptc . We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic, birth ¿ complication') in a 33-year-old female patient who had essure (batch no. E01920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: essure confirmation test(s) conducted, specify: unknown. Concomitant products included ibuprofen and paracetamol (acetaminophen) for pelvic pain and abdominal pain as well as medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain ("physical pain/ pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety and mental anguish"), 5 years 9 months after insertion of essure. On (B)(6) 2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced urinary tract infection ("bladder/urinary problems: uti/ infection (bladder/ urinary tract/vaginal) type: urinary trac"). On an unknown date, the patient experienced genital haemorrhage ("general abdominal bleeding"), bladder disorder ("bladder/urinary problems bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary tract disorder"), cystitis ("bladder/urinary problems: bladder infection"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge") and post procedural complication ("post procedural complication"). The patient was treated with nitrofurantoin monohydrate (nitrofurantoin monohydrate/macrocrystals), sulfamethoxazole;trimethoprim and surgery (she had essure removed.). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, menorrhagia, vaginal haemorrhage, depression, anxiety and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2017, (B)(6) 2011 received treatment for bladder/urinary problems there were two coils shown at the proximal tube. Essure placement in right fallopian tube. Finding: right essure device placed without difficulty. Left fallopian tube spasm preventing placement of essure device in left tubal ostia. Discrepancy noted in essure confirmation test(s) conducted-no but previously it was conducted and the result was essure device was successfully occluded. Received treatment for urinary tract infection, pelvic pain, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Batch no : e01920 production date : 2015-06-03, expiration date : 2018-06-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet report received. Added event post procedural complication. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic, birth ¿ complication') and genital haemorrhage ('general abdominal bleeding') in a 33-year-old female patient who had essure (batch no. E01920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: essure confirmation test(s) conducted, specify: unknown. Concomitant products included ibuprofen and paracetamol (acetaminophen) for pelvic pain and abdominal pain as well as medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain ("physical pain/ pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety and mental anguish"), 5 years 9 months after insertion of essure. On (B)(6) 2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced urinary tract infection ("bladder/urinary problems: uti/ infection (bladder/ urinary tract/vaginal) type: urinary trac"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder/urinary problems bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary tract disorder"), cystitis ("bladder/urinary problems: bladder infection"), vaginal infection ("bladder/urinary problems: vaginal infection") and vaginal discharge ("bladder/urinary problems: vaginal discharge"). The patient was treated with nitrofurantoin monohydrate (nitrofurantoin monohydrate/macrocrystals) and sulfamethoxazole;trimethoprim. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2017, (B)(6) 2011 received treatment for bladder/urinary problems there were two coils shown at the proximal tube. Essure placement in right fallopian tube. Finding: right essure device placed without difficulty. Left fallopian tube spasm preventing placement of essure device in left tubal ostia. Discrepancy noted in essure confirmation test(s) conducted-no but previously it was conducted and the result was essure device was successfully occluded. Received treatment for urinary tract infection, pelvic pain, abdominal pain, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs & mr received: lot number, new events: "vaginal bleeding , menorrhagia, depression, anxiety and mental anguish", concomitant drug, treatment drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.